Event description:
The reporter indicated the surgeon implanted an unknown implantable collamer lens into the patient's eye on an unknown date. The lens was reported as having rotation. The lens remains implanted. Cause of the event was not reported. It was unknown if the device failed to perform as intended. Additional information has been requested but none forthcoming.

Manufacturer narrative:
(B)(4).